Event description:
The cryopreserved pulmonary valve and conduit was implanted during a ross procedure into a pt of unknown medical history. The specific details of the surgical procdure are not known. According to the surgeon's report to the MFR, at approximately 2.75 years post-implantation, the pulmonary valve was explanted secondary to stenosis. The replacement valve was a cryolife pulmonary valve allograft. No further complications have been reported to date.